Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that following a rhizotomy procedure, the patient experienced a third-degree grounding pad burn on their right posterior thigh. As a result, the patient is being treated at a wound care facility with medicinal honey.